Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with pericardial effusion, the capped lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and diaphragmatic stimulation. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that elevated thresholds were also observed on the right ventricular lead at the time the patient presented with diaphragmatic stimulation. The lead was reprogrammed prior to capping. At the time of the pericardial effusion, the capped lead was found to be in the pericardial space.